Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to show pulsatile blood flow. Manual compression was applied for hemostasis. No patient injury was reported. The procedure was performed retrogradely. The physician was certified to use the exoseal vcd. There was no visible damage to the device or packaging before use. A non-cordis 5f 11cm short sheath was used. Angiography confirmed suitability of the femoral artery, including insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site was seen. No preexisting hematoma, av fistula, or pseudoaneurysm was evident. The deployment button was not pressed. After removal, the plug remained in the exoseal vcd. The exoseal vcd was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the instructions for use (IFU). There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. No pulsatile flow was observed from the bleed-back indicator, and the indicator was not visibly damaged. Blood flow did not stop and restart during the procedure. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) failed to show pulsatile blood flow. Manual compression was applied for hemostasis. No patient injury was reported. The procedure was performed retrogradely. The physician was certified to use the exoseal vcd. There was no visible damage to the device or packaging before use. A non-cordis 5f 11cm short sheath was used. Angiography confirmed suitability of the femoral artery, including insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site was seen. No preexisting hematoma, av fistula, or pseudoaneurysm was evident. The deployment button was not pressed. After removal, the plug remained in the exoseal vcd. The exoseal vcd was used in an interventional procedure via a retrograde approach. The device was stored and prepared according to the instructions for use (IFU). There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. No pulsatile flow was observed from the bleed-back indicator, and the indicator was not visibly damaged. Blood flow did not stop and restart during the procedure. One (1) picture related to the reported failure was provided by the customer in event 2025-16805. The image shows a portion of the delivery shaft in a plastic tray, with the plug in a manufacturing position and covered with blood, as well as the indicator wire deployed. In addition, the bleed-back port was not visible in the image, making it impossible to determine whether any issue was present with this component. No other anomalies or product-related issues were observed in the provided image. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported.an attempt was made to perform the bleed-back signal simulation using the bench top test model; however, it was unsuccessful because the device was saturated with dried blood. An additional attempt was made to remove the dried blood with hydrogen peroxide, but it could not be completely removed. A high-magnification evaluation was performed to examine the bleed-back port and pi collar. During this analysis, the presence of dried blood was detected. It was observed that the returned 5f non-cordis csi could not be verified as listed on the sheath compatibility specifications for the exoseal device. The reported event of ¿bleed-back indicator bleed back issue absent¿ was observed through analysis of the returned device, however, this was due to the presence of dried blood in the bleed back port and pi collar. The exact cause of the observed condition could not be conclusively determined during analysis. It is possible that patient hematological factors or pharmacological factors may have led to elevated coagulability, thus causing a collection of blood inside the bleed back port that affected bleed back. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. As per the IFU the exoseal vascular closure device is designed for use with a standard corresponding french size vascular sheath introducer with up to 12 cm working length. The indwelling sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath introducer. The french size of the exoseal vascular closure device must correspond to the french size of the sheath introducer in use. Do not use the exoseal vascular closure device in a sheath with a working length greater than 12 cm. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to show pulsatile blood flow. Manual compression was applied for hemostasis. No patient injury was reported. The procedure was performed retrogradely. The physician was certified to use the exoseal vcd. There was no visible damage to the device or packaging before use. A non-cordis 5f 11cm short sheath was used. Angiography confirmed suitability of the femoral artery, including insertion angle of 30¿45 degrees. Vessel diameter =5mm, no visible calcification, plaque, stents, or >50% stenosis near puncture site was seen. No preexisting hematoma, av fistula, or pseudoaneurysm was evident. The deployment button was not pressed. After removal, the plug remained in the exoseal vcd. Additional information was requested but not provided. The device is being returned for evaluation.